Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported peeling difficulty remains unknown.

Event description:
During the pacemaker implant procedure, difficulty peeling the introducer caused a procedure delay. Scissors were used to finish peeling the introducer, which added between ten and fifteen minutes to the procedure. There were no adverse patient consequences.